Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During a procedure, the gds just falls out when combined after tunneling and pulled out. No patient injury or harm but the patient felt some pain and pressed the area for about 5 minutes. Surgical delay of ten minutes to replace graft.

Manufacturer narrative:
Investigation summary: the details provided indicate that during the procedure ¿lt, axilla avg just fell out when I took it out after combining it with the tunnel.¿ there was no report of excessive force or manipulation to pull the graft through the tunnel. The event was clarified to mean that the gds disconnected from the graft when an attempt was made to pull the graft through the tunnel under the patient¿s skin while it was connected to the tunneler rod. The graft was not used and a new graft was obtained and implanted instead. The device in question was returned and evaluated. The gds of the graft had been separated as anticipated based on the details provided confirming the complaint. The graft in this case was not used and the entire graft was returned. There was no other damage noted of the graft. A review of the crimp witness marks from when the swivel rod is crimped to the swivel rod were very faint. Based on the details provided and review of the returned product the separation of the gds is highly likely of the same issue as documented within ncr005601, cr 987940, CAPA 1009364 and (B)(4) as these were all opened to address the insufficient crimping of the gds that has led to separations of the gds in the field. In this regard the complaint and a device nonconformance can been confirmed. The complaint history review identified 7 other complaints where the swivel rod separated from the swivel core. All related complaints found the root cause to be related to the manufacturing assembly process. The equipment used to crimp the swivel rod onto the swivel core was found to be out of specification, resulting in the inadequate crimp. There was one ncr and one CAPA request and one CAPA identified in regard to the functionality of the gds crimper. This is ncr005601 and cr 987940 and CAPA 1009354. The ncr investigations concluded that machine is found to be the most probable root cause for this non-conformance. Investigations performed proved that loose faceplate leads to poor crimping. The reason for having a loose faceplate could be due to stud slippage over time due to machine vibrations and wear. It was also found one of the original studs of the equipment to be sheared to a shorter length. Additionally, method is a contributor for this ncr as the inspections in place are not adequate to catch a nonconformance under typical use in the field. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. (B)(4) has been completed and covers this complaint. This complaint is being addressed by the actions in CAPA 1009364. Field action ref: 3011175548-05/08/2024-001-r.